Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the hospital received a call from the pt's wife stating that the pt had a driveline disconnect alarm while on the power module. The pt also experienced fluttering in his chest. The pt's system controller was exchanged with his backup system controller; however, the same event occurred while on battery power. The pt stated this it was a fresh set of batteries; however, when he arrived in the ER the batteries were completely dead, with one of them needing to be calibrated. When the pt arrived in the ed he was connected to the power module and it alarmed once with movement. He was then switched to battery power and the alarm was resolved. The pt had reportedly experienced red heart and driveline. Disconnect alarms. The primary system controller was interrogated and every time it was connected to the power module the yellow wrench appeared. Approximately 7 days later a portion of the distal end of the percutaneous lead was replaced by the MFR's technical service representative, due to red heart alarms, low speed and pump stop events that occurred when the pt was connected to the pt cable. A clamshell repair was also performed per request from the hospital staff as a preventive precaution.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.